Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that the device had been replaced with a non-boston scientific device approximately two years prior. A gradual rise in shock impedance measurements had been observed beginning about three years ago, with values remaining within normal limits until recently, when they reached 160 ohms and reached out of range. No adverse patient effects were reported. This rv lead remains in service. Additional information was recieve that this rv lead was surgically abandoned. The lead was replaced with a non-boston scientific product. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that the device had been replaced with a non-boston scientific device approximately two years prior. A gradual rise in shock impedance measurements had been observed beginning about three years ago, with values remaining within normal limits until recently, when they reached 160 ohms and reached out of range. No adverse patient effects were reported. This rv lead remains in service.